Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 6 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient experienced a driveline infection. Cultures were positive for staphylococcus hominis and staphylococcus epidermidis. The patient was treated with antibiotics and had regular dressing changes. Vacuum assisted closure (vac) therapy was applied. The infection reportedly resolved by (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported percutaneous lead (driveline) infection cannot be conclusively determined. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.